Event description:
It was reported the stent was not visible under fluoroscopy. The procedure was completed with another of the same device and there was no clinical consequence to the patient.

Manufacturer narrative:
Expiration date ¿ added, date of implant ¿ added, device evaluated by mfg ¿updated, summary attached - updated, manufacturing date ¿ added. The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic examination of the returned device found a link on the mid & distal shaft of the stent delivery wire. Functional testing could not be performed as the stent & introducer sheath were not returned. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on the information provided and investigation, it is likely that the issue is due to handling of the device during the clinical procedure, removal of the device from the packaging, or preparation of the device prior to use. Based on the available information, a cause of handling damage has been assigned this investigation.

Event description:
It was reported the stent was not visible under fluoroscopy. The procedure was completed with another of the same device and there was no clinical consequence to the patient.